Event description:
The device has been explanted. Device information received confirms that this device is not PMA approved and the reported events are not longer considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6. Device information received confirms that this device is not PMA approved and the reported events are not longer considered reportable to the FDA. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side rupture and pain confirmed through MRI and ultrasound. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.